Event description:
The event involved a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm. It was reported that the medication spilled through the filter located between the spike and the air chamber. This incident has occurred in several systems used in the day hospital with pre-medication and saline solution. The event occurred in four sets where it leaked through the air filter window. The event occurred during use on a patient, however there was no harm. This is the second of four events.

Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received. The investigation is pending.

Manufacturer narrative:
D9 - date returned to MFR: 3/9/2026. Received one (1) used. List #unknown, freeflex cloruro sodico 0,9% fresenius kabi 250 ml intravenous bag connected to one (1) used. List #unknown, chemoport with one (1) used. List #unknown, bag spike adapter with chemolock injector on one (1) used. List #142409291, primary plum set and one (1) used. List #unknown, freeflex cloruro sodico 0,9% fresenius kabi 250 ml intravenous bag with one (1) used. List #unknown, chemoport on one (1) used. List #unknown, bag spike adapter with chemolock injector connected to one (1) used. List #142409291, primary plum set with one (1) used. List #unknown, infusion set with spike for inspection. As received, the filter was wetted out on two (2) sets. There was damage observed on the lid and the inside of the filter on one (1) set. Received three (3) photos of the filter vent leaking. The two (2) sets were leak tested per specifications. Leakage was observed on one (1) set and no leakage was observed on one (1) set. The complaint of a leakage can be replicated on one (1) set but can be confirmed based on the wetted out filters and the customer provided photos on two (2) sets. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use on one (1) set. The probable cause of damage to the lid and filter is unknown on one (1) set.